Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low battery alert, and no failed battery test alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they kept getting a battery failed test alarm every time they insert a new battery. There was an incident where they inserted multiple batteries but the screen would not come on. The customer¿s blood glucose during the incident was 8.6 mmol/l. Troubleshooting was performed. There was no physical damage on the device. They inserted a new battery and received a battery failed test alarm. The insulin pump will be returned for analysis.